Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Visit date on (B)(6) 2018 (onset date of adverse event: (B)(6) 2017) post-operative complication: humeral fracture / injury (traumatic) trauma on left shoulder : 1 screw broken and loosening of glenoïd. No surgical procedure at that time. (B)(6) 2018: revision surgery for implant breakage on the glenoid side.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
Trauma on left shoulder: 1 screw broken and loosening of glenoid. (B)(6) 2018: revision surgery. Subject : (B)(4).